Event description:
It was reported that it was discovered on the standard heart monitor that the patient had a polymorphic ventricular tachycardia four times during an aastrom clinical trial. A cardioversion was performed and the patient was stabilized. A request was sent for clarification on the event, however, no additional information was provided.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: noga xp system; model #: m-5724-01; serial #: (B)(4). Myostar; model #: d-1211-19-si; lot #: 15867604m. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that it was discovered on the standard heart monitor that the patient had a polymorphic ventricular tachycardia four times during an aastrom clinical trial. A cardioversion was performed and the patient was stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, the catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tachycardia remains unknown.